Manufacturer narrative:
01-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head broke off in mouth [foreign body in gastrointestinal tract]. Brush part became detached from head [device breakage]. Product counterfeit [product counterfeit]. Case description: a caregiver provided a spontaneous report via e-mail on 10-feb-2019 that she lived with a disabled female consumer of unspecified age who used an oral-b rechargeable toothbrush, version unknown with an oral-b power oral care refills precision clean to clean her teeth. The caregiver explained that the consumer did not have any mobility in her arms, and as such, teeth cleaning was carried out by her caregivers. The caregiver stated that the consumer had used a braun electric toothbrush for many years without a problem. However, on the evening of (B)(6) 2019, a caregiver was cleaning the consumer's teeth, and the brush part became detached from the brush head. The caregiver acted quickly and managed to put her fingers in the consumer's mouth to retrieve the brush that could have choked her. The case outcome was recovered. No further information was provided. 01-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off in mouth [foreign body in gastrointestinal tract]. Brush part became detached from head [device breakage]. A caregiver provided a spontaneous report via e-mail on (B)(6) 2019 that she lived with a disabled female consumer of unspecified age who used an oral-b rechargeable toothbrush, version unknown with an oral-b power oral care refills precision clean to clean her teeth. The caregiver explained that the consumer did not have any mobility in her arms, and as such, teeth cleaning was carried out by her caregivers. The caregiver stated that the consumer had used a braun electric toothbrush for many years without a problem. However, on the evening of (B)(6) 2019, a caregiver was cleaning the consumer's teeth, and the brush part became detached from the brush head. The caregiver acted quickly and managed to put her fingers in the consumer's mouth to retrieve the brush that could have choked her. The case outcome was recovered. No further information was provided.